Event description:
The initial reporter stated that the administration set was leaking. She also stated that sometimes she would find "fibers" under the spike cover. Mmdg made multiple attempts to follow up with the initial reporter, but they were unsuccessful. No adverse effects to the patient were reported. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.